Event description:
Device 3 of 3. Reference MFR report #: 1627487-2018-13009. Reference MFR report #: 1627487-2018-13008. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire scs system was explanted and replaced.